Event description:
It was reported that a patient's remote monitor was switched off before pairing with the implant.

Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported that a patient's remote monitor was switched off before pairing with the implant.